Event description:
I was notified that the lumbar drain had become disconnected. It was clamped immediately. Upon further inspection the white catheter broke with part of the white catheter still attached to the cleared tubing with the retaining stitch attached. Sterile technique was used to replace the cap and distal draining system. Lumbar drain was clamped.